Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0446 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from the same facility in (B)(6).

Event description:
It was reported that the patient suffered from esophageal cancer and was placed with the per-q-cath PICC on (B)(6) before the surgery. The patient was infused with tpn after the surgery. It was stated that on the second day of pulse-type tube flushing, it was found that there was liquid leakage at the junction of the catheter interface and the catheter body. After the catheter was removed, the catheter was carefully inspected, and a crack was found in the leakage position.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l per-q-cath catheter. The sample was received with an attached needleless injection cap and usage residues were evident throughout the sample. A longitudinally aligned split was observed just distal of the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed sharply defined edges. The split edges exhibited a coarsely striated texture. Mechanical damage was observed in the vicinity of the split, including a longitudinally aligned scoring mark parallel to the split. The split characteristics and accompanying mechanical damage were consistent with damage caused by contact between the catheter and a traumatic instrument(s). The parallel scoring mark suggested that a grasping instrument such as forceps or hemostats may have been used to manipulate the sample. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of recq0446 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from the same facility in (B)(6).

Event description:
It was reported that the patient suffered from esophageal cancer and was placed with the per-q-cath PICC on august 20 before the surgery. The patient was infused with tpn after the surgery. It was stated that on the second day of pulse-type tube flushing, it was found that there was liquid leakage at the junction of the catheter interface and the catheter body. After the catheter was removed, the catheter was carefully inspected, and a crack was found in the leakage position.